Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer states drive lock out will not turn off. MDR filed.

Manufacturer narrative:
(B)(4). Follow-up #001. Initial pr (B)(4) issued mfg report #3004493922-2013-00353. Corrected information has been applied to the following sections: drive lock out issue. (B)(4). The model and serial number are unknown. (B)(6). The manufacturing location is (B)(4) making the FDA registration number (B)(4).

Event description:
Dealer stated that the drive lockout on an unknown custom power chair will not turn off